Event description:
It was reported that during a da vinci surgical procedure, it was noted that the fenestrated bipolar forceps instrument was broken at the tip. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was placed on an in house system and driven. The instrument passed recognition and engagement testing. The instrument moved intuitively with full range motion in all directions. The grips opened and closed properly. The functional performance testing did not find any issues. The instrument was fully functional and brand new. No other damage was found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury, or serious deterioration in the state of health of a patient. Based on the additional failure analysis investigation information, this MDR report is being retracted.